Event description:
It was reported that the customer received an invalid transmitter ID alert. No additional patient or event information was available. This event is being reported based on the evaluation of the returned device. During evaluation, out of range alerts were observed in the pump logs.